Manufacturer narrative:
Investigation is complete. A review of the available data logs found the system to be performing as intended. There were no pco2, na+ or k+ sensor related events recorded during or around the time of the escalated patient samples. The escalated sensors exhibited stable calibration slopes and their recoveries to aqc samples were within specifications. For the escalated patient sample results, the sensor raw response signals did not find any anomalous behavior for the samples in question. The sensors were reporting results for samples as they were presented. The alleged discrepancy appears to be sample specific as the instrument was performing satisfactorily in and around the time the samples in question were measured. The cause of this event is unknown. No product problem identified.

Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Event description:
The customer reported that their rp500 instrument gave a discrepant high sodium result compared to retesting of a new sample on the same instrument.there is no report of injury due to this event.